Event description:
Technician alleged, the head section is drifting down very slow. No patient impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation valve was stuck. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.